Manufacturer narrative:
(B)(4). Maquet cardiovascular (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that after the initiation of by-pass, the device had to be changed due to a leaky luer-lock temperature connection port. Surgery was prolonged an additional 15 minutes. There was no reported patient effect. Ref.: (B)(4).